Event description:
The IV pump reportedly shut down with no alarm. It was running on a pt administering a blood pressure drug. The pt suffered no harm, but the pump was stated to be broken as it was shut down. A nurse had gone in to change the rate and then the next time she entered the room the pump was off. No alarms, no warnings, it was reported to have just turned off on its own. No pt injury occurred.

Event description:
The pump reportedly shut down with no alert or alarm while on a patient. The pt was reportedly hypertensive and receiving blood pressure medication when the pump shut down. This report indicates all of the information known at this time. No additional pt informaiton available at this time.